Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m experienced under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the sampling tube begins to fill but never reaches the mandatory level required for proper validation of the sample.

Event description:
It was reported that an unspecified number of bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m experienced under fill or low draw of a tube with blood during use. The following information was provided by the initial reporter: the sampling tube begins to fill but never reaches the mandatory level required for proper validation of the sample.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for draw volume with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to draw volume as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.